Manufacturer narrative:
Corrected data: through follow-up with healthcare provider edwards learned that a 33mm mitral bioprosthetic valve was disabled after an implant duration of nine (9) years, six (6) months, six (6) days due to a failing bioprosthetic valve, stenosis, and mitral regurgitation with recurrent congestive heart failure. Patient has a history of endocarditis; however, there are no indications that the patient had endocarditis at the time of the valve-in-valve procedure.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Based on the information received, the root cause of the event is most likely due to patient related factors.

Event description:
Through followup with the healthcare provider edwards learned that a 29mm transcatheter valve was implanted inside a disabled 33mm mitral bioprosthetic valve in the mitral position via valve-in-valve intervention. The reason for valve-in-valve intervention was due to stenosis and regurgitation secondary to endocarditis. The patient was transported to the surgical intensive care unit with stable hemodynamics. It was reported that the patient blood cultures were negative but wound cultures were positive for e. Coli and klebsiella.

Manufacturer narrative:
Structural valve deterioration. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 29mm transcatheter valve, was implanted in the mitral position inside a disabled 33mm mitral pericardial valve via a valve-in-valve procedure due to valve failing. The implant duration of the original device at the time of the procedure was nine (9) years, six (6) months, six (6) days. Both devices remain implanted. No additional details provided.